Event description:
Customer reported that "despite following proper battery management, batteries have been found to be below power criteria". No adverse event reported.

Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be filed if the device is returned. No adverse event reported.